Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stated they are still having trouble with charging the implantable neurostimulator (ins) but its not as bad as it was before getting the new recharger cord. Patient stated they are getting messages but she does not recall what the message is. Controller 70% and ins 80% and recharging excellent. Agent reviewed device function. Agent confirmed recharger cord plug into the controller port firm and tight. Agent recommend monitoring the device and take note of the message and callback for assistance. Patient reported still having issues with charging their implantable neurostimulator (ins). Patient mentioned that when they charged their implant it will only go to 40% and will keep back in forth from recharging to recharging excellent to no device found with or without moving the recharger. Patient mentioned that their controller screen shows recharging but it's not charging at all and it keeps on spinning. Agent sent a request to repair to replaced the controller. Agent made outbound call to pt to report that the fa controller could not be replaced through repair. Pt found their own controller. Pt attempted to recharge and the device seemed to be working. Pt will call back in if needed.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having a hard time charging the implanted neurostimulator. Patient said sometimes the controller would just keep spinning on checking recharge quality and patient would have to stop and unplug then restart charging. Patient also said they would get recharging excellent, but then the quality would go away when they set the controller down and the past two charges they had only been able to charge implant to 80% before the controller battery was drained. Patient then said the recharger paddle was getting very hot to the point where they were sweating while charging. Patient mentioned a couple times they had gotten a message that said to replace the battery pack, but would reset controller. Agent asked, patient said the issue started a week ago and they had done 2 charges and were working on their 3rd one today and over the weekend was when they had the serious problem charging. Patient inspected recharger and controller port, but did not see any damage. The issue was not resolved. A request was sent to the repair department to replaced the recharger.